Manufacturer narrative:
(B)(4).

Event description:
Physician reported there is a burr causing a flap on the end of the tissue dilator, therefore preventing penetration of the guidewire. Physician pulled another kit with the same issue. A third kit from a different lot number was used and the procedure was completed. No patient harm reported. The patient's condition is reported as fine.

Manufacturer narrative:
Qn# (B)(4). The customer returned opened cvc kit with various components including one dilator for analysis. Signs of use in the form of biological material was observed inside the extrusion. Visual analysis revealed that the dilator tip was damaged. Microscopic examination confirmed the damage. The appearance of the defect seems consistent with damage due to undue force applied during an attempted insertion. The dilator length measured 4.0625" which is within the specification limits of 3.75-4.25" per the dilator graphic. The dilator outer diameter measured 0.1120" which is within the specification limits of 0.111"-0.113" per the dilator extrusion graphic. A lab inventory guide wire with a diameter of 0.82mm was inserted through the dilator. Despite the damage to the dilator tip, the guide wire was able to pass completely through the dilator. Performed per IFU statement "use centimeter markings on guidewire to adjust indwelling length according to desired depth of indwelling catheter placement. Use tissue dilator to enlarge puncture site as required." Manufacturing has been consulted regarding defects of this nature. They indicated that the observed damage is not consistent with damage occurring during the manufacturing process. The appearance of the dilator tip is more consistent with damage related to manipulation by a third party such as the customer. A device history record review was performed, and no relevant findings were identified. The instructions for use (IFU) provided with this kit warns the user, "do not use excessive force when introducing guidewire or tissue dilator as this can lead to vessel perforation and bleeding." The report of a damaged dilator tip was confirmed through complaint investigation of the returned sample. Visual analysis revealed that the dilator tip was damaged. The appearance of the defect is consistent with damage due to undue force applied during an attempted insertion. The dilator met all relevant dimensional and functional requirements. Manufacturing has been consulted regarding defects of this nature and they indicated that the observed damage is not consistent with damage occurring during the manufacturing process. Based on the customer report that the damage was identified during use, evaluation of the sample received, and the comments from manufacturing, unintentional use error likely caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
Physician reported there is a burr causing a flap on the end of the tissue dilator, therefore preventing penetration of the guidewire. Physician pulled another kit with the same issue. A third kit from a different lot number was used and the procedure was completed. No patient harm reported. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4).

Event description:
Physician reported there is a burr causing a flap on the end of the tissue dilator, therefore preventing penetration of the guidewire. Physician pulled another kit with the same issue. A third kit from a different lot number was used and the procedure was completed. No patient harm reported. The patient's condition is reported as fine.